Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Packaging location unknown.

Event description:
It was reported that the implant was missing from the package.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows that the twist off screw was not included in the package. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.